Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) value displayed as high on the continuous glucose monitor (cgm). The cause was due to the pump shutting down. Customer administered a correction bolus via the pump to address the high bg. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.